Event description:
Dealer states "unit overheating, odor coming out of unit smells like hot/burning plastic. Fully charged battery lasts less then a 1/2 hour." (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tpo100b-c, serial number/date code (B)(4)is approximately 2 years old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the tpo100b-c concentrator is allegedly overheating. There is allegedly a hot burning plastic smell coming off unit. A fully charged battery allegedly lasts less than 1/2 hour. No injury alleged.